Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd max¿ system, bd max¿ instrument, false positive results were obtained. There was no report of confirmatory testing. Erroneous results were not reported out, and there was no report of patient impact. Assays: sarscov flu. The following information was provided by the initial reporter: problem 441916 - instrument max clinical. Encountered run of false positive results. Cause was contamination from pipette tips.

Manufacturer narrative:
H.6 investigation summary: a bd field service engineer was dispatched and performed a decontamination of the instrument. Additionally, the bd fse performed a software upgrade, gantry alignment, and qualification tests. Subsequent swabbing indicated the instrument was working and passed control tests. This is a confirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) was reviewed and revealed no previous complaints related to false positives. The root cause was attributed to pipette tip contamination. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.

Event description:
It was reported that while testing with the bd max¿ system, bd max¿ instrument, false positive results were obtained. There was no report of confirmatory testing. Erroneous results were not reported out, and there was no report of patient impact. Assays: sarscov flu. The following information was provided by the initial reporter: problem: 441916 - instrument max clinical; encountered run of false positive results. Cause was contamination from pipette tips.